Event description:
It was reported that the patient's blood glucose levels reached 333 mg/dl while wearing the pod between 4 and 24 hours. The patient felt insulin leaking and saw that the cannula was dislodged. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment for hyperglycemia, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.